Event description:
Reporter alleged blood glucose measured 123 mg/dl and passed out within seconds afterwards. It was stated paramedics were called so they gave him glucagon injection before taking him to the hospital. No results from the paramedics or hospital could be reportedly provided and customer was stated to have been released from the hospital 6 hours after arriving. A request was made for the return of the suspect product and replacement product was sent.